Event description:
Literature: salazar ml, eiland ls, intrathecal baclofen withdrawal resembling serotonin syndrome in an adolescent boy with cerebral palsy. Pediatr emerg care. 2008;24(10):691-693. The purpose of this case report is to describe itb withdrawal secondary to low residual volume in the pump reservoir and resembling serotonin syndrome in an adolescent with cerebral palsy. It was reported that pt was hospitalized for abdominal pain. Four days prior to admission pt had episodes of drawing up his legs, shakiness, and diaphoresis. Exacerbation of symptoms was noted on palpation of abdomen within the emergency room. Abdominal work-up was initiated, examination showed a complete blood count with white blood cell count of 5000/ul and differential of 46% neutrophils, 38% lymphocytes, 14% monocytes; hemoglobin, 12 g/dl; hematocrit, 36.7; and platelet count, 356,000/ul. Erythrocyte sedimentation rate was 1mm/h. No abnormalities were seen in the urinalysis, chest radiograph, and abdominal and pelvic computed tomographic scans. Pt was sent home. Pt experienced increase agitation, spasticity, and shakiness. One episode of hematemesis and melena prompted a return to the emergency room. Additional lab examination revealed normal evaluations: hemoglobin, hematocrit, amylase, and lipase. Metabolic profile was normal except for aspartate aminotransferase of 84 u/l and alanine aminotransferase of 56 u/l. The pt was admitted for further workup for upper gi bleeding and abdominal pain. Physical examination showed that pt was awake, agitated, jittery, and diaphoretic. Heart rate was 142 beats/minute; respiratory rate, 22 breaths/minute; blood pressure, 118/68 mmhg; and temperature, 98.2f. Further physical examination was normal except for intermittent voluntary muscle of his abdomen upon palpation, diffuse hyperreflexia, rigidity, intermittent spasms of both upper and lower extremities, and bilateral ankle clonus. Examination of his back did not reveal any sign of infection in the operative site. Pt had upper gastrointestinal tract bleeding. An esophagogastroduodenoscopy revealed superficial chronic gastritis and mild esophagitis. Pt was placed on intravenous morphine and pantoprazole. Symptoms progressed despite maximizing pain control, with increasing agitation, spasticity, rigidity, tachycardia, and a blood pressure of 150/93 mmhg. Further questioning revealed that the pump tubing was changed 2 months before admission and the pump contained less than 1ml baclofen (18-ml total pump reservoir capacity). The pt was due for a refill in 1 week. Additional lab tests showed cpk level of 2500u/l, prothrombin time of 21 seconds, intl normalized ratio of 1.7, and partial thromboplastin time of 24 seconds. Intrathecal baclofen withdrawal was suspected. Abdominal radiograph showed the pump tubing appeared normal and intact without kinking. The pump was immediately refilled and the pt was started on intravenous diazepam and oral cyproheptadine. The pt's condition improved dramatically and was subsequently discharged on the 4th hosp day. On follow-up, the pt continues to do well. No medwatch form was received from the user facility.